Manufacturer narrative:
Trackwise # (B)(4). Corrected sections: h6 - clinical codes corrected from 4582 to 1884. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jul 2019 through jun 2021 was reviewed. There were no triggers identified for the review period. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. A lot history record review was unable to be performed because the lot number was not reported and the specific product lot cannot be identified from the ship history. Cs surgery was contacted to obtain a ship history. According to their system, there were no records found for any ¿vasoviewhempro vh-3500 ¿shipped to the account during the time frame 06/23/2020-06/23/2021.

Event description:
Related to 487758, 487760 and 487764. The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. Harvester says that he has had a "string of hematomas" around 4 in the past few weeks. More than he's had in a while. He feels like the energy device isn't sealing well. He's not sure of the cause but has been adjusting the energy settings to see if this helps to resolve the issue. They opened another evh kit to finish the case. No extra blood loss was reported. Patient didn't require a blood transfusion. No other adverse events were reported. Power setting was on 2.5.

Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. Harvester says that he has had a "string of hematomas" around 4 in the past few weeks. More than he's had in awhile. He feels like the energy device isn't sealing well. He's not sure of the cause but has been adjusting the energy settings to see if this helps to resolve the issue.